Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a reported blood glucose (bg) of 39 mg/dl. Ems was called and they transported the user to the hospital, where they were treated in the emergency department and discharged the same day. No long-term effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.